Event description:
The customer reported to olympus, the videoscope universal cord had an air leak. The device was returned for evaluation. During the device evaluation, the adhesive around the objective lens was peeled. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reportable malfunction documented in b5, the remaining evaluation findings were as follows: due to a pinhole on universal cord, water tightness was lost; due to wear of angle wire, bending angle in up direction did not meet the standard value; the bending section cover and the light guide cover glass had a scratch; the adhesive on bending section cover had a chip; switch 1 was damaged; due to damage on forceps elevator lever(surgical products), the angle knob torque of forceps elevator/forceps lever at engage exceeded the standard value; due to looseness of insertion pipe, connection between insertion pipe and control unit was not secured; and the label on light guide connector was peeled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the defective items are caused by stress from use, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: inspection method for the suggested event is described in the operation manual chapter 3 ¿preparation and inspection¿ section 3.3 ¿inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.